Event description:
The device broke as the surgeon was attempting to implant the device by using a mallet to impact the inserter to which the device was attached. Surgeon removed the broken device and then implanted a smaller size of the device without any problem. The surgery was prolonged approx 5 minutes by the incident. The pt was reported to be in fine condition following the surgery.